Event description:
It was reported that thrombosis occurred. Prior to the procedure, the patient had bleeding with dabigatran, a big thrombus inside the left atrial appendage (laa), and a lot of echo contrast in the left atrium, so the physician rescheduled the procedure. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx closure device was successfully implanted on (B)(6) 2025. The patient was discharged on apixaban for 3 months. During a routine six (6) months follow up transesophageal echocardiography (tee) on (B)(6) 2025, a thrombus was noted on the top of the closure device. The patient is currently under heparin.